Event description:
It was reported that when using the bd pyxis¿ es server all stations required the biometric identifier driver v1.3 upgrade. Followed the upgrade to es v1.11, users reported that all stations were experiencing slow application performance and overall system responsiveness issues. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.